Manufacturer narrative:
An event of heart block was reported intra-procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information the cause for the reported heart block cannot be conclusively determined. It is possible due to patients pre-existing medical conditions. However, this cannot be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 27mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). Prior to the procedure the patient had an electrocardiogram (EKG) showing a right bundle branch block (rbbb) and left fascicular block and also has a history of atrial fibrillation with a history of receiving a radiofrequency (rf) ablation. The length of the membranous septum was 3mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, while recapturing the valve, an unspecified wire came out of the left ventricle (lv) and the whole system was pulled away from the body to avoid the risk of clot and embolization. A new 27mm, navitor vision was selected for implant using a large flexnav ds. The valve was able to be implanted successfully at a depth of 5mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was reported to be discharged. Post-procedural on day 5, the patient was developed with complete heart block, and a permanent pacemaker was implanted to resolve the event.